Event description:
It was reported by service report that the foot end brake pedal was broken off and there were sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end brake pedal.